Event description:
It was reported that the patient complained of light headedness. The pulse generator exhibited varying thresholds. The device was programmed to higher output. Since then, no issues have recurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.